Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure was removed). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure.company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage / imaging showed residual implant fragments in the uterus"), device dislocation ("one not fully moved when the fallopian tubes were taken out.") And pelvic pain ("pain") in a 33-year-old female patient who had essure (batch no. B82479) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for heavy period: yaz. Concomitant products included cyclobenzaprine, docusate sodium, ibuprofen, omeprazole and tramadol. In 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), irritable bowel syndrome ("irritable bowel syndrome") and gastrooesophageal reflux disease ("gastroesophageal reflux disease"). In (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and nausea ("nausea"). On an unknown date, the patient experienced device expulsion ("migration of essure device location of device: one of them move into the uterus"), abdominal pain ("abdominal pain"), headache ("headaches"), groin pain ("right inguinal pain"), suprapubic pain ("suprapubic pain"), perineal pain ("perineal pain") and ovarian cyst ("ovarian cyst"). The patient was treated with surgery (bilateral salpingectomy total hysterectomy), surgery (bilateral salpingectomy total hysterectomy) and surgery (essure was removed). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, device expulsion, vaginal haemorrhage, menorrhagia, nausea, dyspareunia, irritable bowel syndrome, gastrooesophageal reflux disease, abdominal pain, headache, groin pain, suprapubic pain and perineal pain outcome was unknown and the pelvic pain, dysmenorrhoea and ovarian cyst had resolved. The reporter considered abdominal pain, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, gastrooesophageal reflux disease, groin pain, headache, irritable bowel syndrome, menorrhagia, nausea, ovarian cyst, pelvic pain, perineal pain, suprapubic pain and vaginal haemorrhage to be related to essure. The reporter commented: removal date provided as (B)(6) 2015 and (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion . Most recent follow-up information incorporated above includes: on (B)(6) 2018: new events added: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), migration of essure device location of device: one of them move into the uterus and one not fully moved when the fallopian tubes were taken out, nausea, device breakage / imaging showed residual implant fragments in the uterus, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), irritable bowel syndrome, gastroesophageal reflux disease, abdominal pain, headaches, right inguinal pain, suprapubic pain, perineal pain, ovarian cyst. New information provided: reporter, lot number, concomittant drug added from pfs. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage / imaging showed residual implant fragments in the uterus"), device dislocation ("one not fully moved when the fallopian tubes were taken out."), pelvic pain ("pain/pelvic pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 33-year-old female patient who had essure (batch no. B82479) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gastrointestinal disorder and nausea. Previously administered products included for heavy period: yaz. Concurrent conditions included irregular menstrual cycle, constipation, left lower quadrant pain, dehydration and vaginal discharge. Concomitant products included anovlar (loestrin)11-(B)(6) 2015 to (B)(6) 2015 for irregular menstrual cycle as well as cyclobenzaprine, docusate sodium, docusate sodium (colace), hydromorphone hydrochloride (dilaudid), ibuprofen (motrin), omeprazole, oxycocet (percocet), paracetamol + caffeine + pyrilamine maleate (midol complete formula caplets) and tramadol. In 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), headache ("headaches"), groin pain ("right inguinal pain"), suprapubic pain ("suprapubic pain") and perineal pain ("perineal pain"). In (B)(6) 2015, the patient experienced nausea ("nausea") and gastrointestinal disorder ("gastrointestinal disorder"). In 2015, the patient experienced irritable bowel syndrome ("irritable bowel syndrome") and gastrooesophageal reflux disease ("gastroesophageal reflux disease"). In (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion ("migration of essure device location of device: one of them move into the uterus") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and ovarian cyst ("ovarian cyst"). The patient was treated with ibuprofen, surgery (bilateral salpingectomy total hysterectomy), surgery (bilateral salpingectomy total hysterectomy), surgery (essure was removed) and surgery (endometrial ablation on (B)(6) 2014). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, menorrhagia, device expulsion, vaginal haemorrhage, nausea, irritable bowel syndrome, gastrooesophageal reflux disease, abdominal pain, headache, groin pain, suprapubic pain, perineal pain and gastrointestinal disorder outcome was unknown and the pelvic pain, dysmenorrhoea, dyspareunia and ovarian cyst had resolved. The reporter considered abdominal pain, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, gastrointestinal disorder, gastrooesophageal reflux disease, groin pain, headache, irritable bowel syndrome, menorrhagia, nausea, ovarian cyst, pelvic pain, perineal pain, suprapubic pain and vaginal haemorrhage to be related to essure. The reporter commented: removal date provided as (B)(6) 2015 and (B)(6) 2016. Trailing coils: left 3 right 2. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records:pelvic pain, ovarian cyst, dysmenorrhoea, dyspareunia, suprapubic pain, abdominal pain, perineal pain, nausea, headache, groin pain, menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received - new event gastrointestinal disorder were added. New reporter, concomitant medication, historical and concomitant conditions were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage / imaging showed residual implant fragments in the uterus"), device dislocation ("one not fully moved when the fallopian tubes were taken out."), pelvic pain ("pain/pelvic pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 33-year-old female patient who had essure (batch no. B82479) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gastrointestinal disorder and nausea. Previously administered products included for heavy period: yaz. Concurrent conditions included irregular menstrual cycle, constipation, left lower quadrant pain, dehydration and vaginal discharge abnormality. Concomitant products included anovlar (loestrin) (B)(6) 2015 for irregular menstrual cycle as well as cyclobenzaprine, docusate sodium, docusate sodium (colace), hydromorphone hydrochloride (dilaudid), ibuprofen (motrin), omeprazole, oxycocet (percocet), paracetamol + caffeine + pyrilamine maleate (midol complete formula caplets) and tramadol. In 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), headache ("headaches"), groin pain ("right inguinal pain"), suprapubic pain ("suprapubic pain") and perineal pain ("perineal pain"). In (B)(6) 2015, the patient experienced nausea ("nausea") and gastrointestinal disorder ("gastrointestinal disorder"). In 2015, the patient experienced irritable bowel syndrome ("irritable bowel syndrome") and gastrooesophageal reflux disease ("gastroesophageal reflux disease"). In (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion ("migration of essure device location of device: one of them move into the uterus") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and ovarian cyst ("ovarian cyst"). The patient was treated with ibuprofen, surgery (bilateral salpingectomy total hysterectomy),surgery (endometrial ablation on (B)(6) 2014). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, menorrhagia, device expulsion, vaginal haemorrhage, nausea, irritable bowel syndrome, gastrooesophageal reflux disease, abdominal pain, headache, groin pain, suprapubic pain, perineal pain and gastrointestinal disorder outcome was unknown and the pelvic pain, dysmenorrhoea, dyspareunia and ovarian cyst had resolved. The reporter considered abdominal pain, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, gastrointestinal disorder, gastrooesophageal reflux disease, groin pain, headache, irritable bowel syndrome, menorrhagia, nausea, ovarian cyst, pelvic pain, perineal pain, suprapubic pain and vaginal haemorrhage to be related to essure. The reporter commented: removal date provided as (B)(6) 2015 and (B)(6) 2016. Trailing coils: left 3 right 2. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records:pelvic pain, ovarian cyst, dysmenorrhoea, dyspareunia, suprapubic pain, abdominal pain, perineal pain, nausea, headache, groin pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2018: quality-safety evaluation of ptc. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.